Manufacturer narrative:
Concomitant medical products: product ID: h608h31 heart ring, implanted: (B)(6) 1998 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing was observed in stored episodes. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.